Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported broken lens with an intraocular lens. There was patient contact. It was indicated that the lens was not returned as it was wasted. No further information was provided.

Manufacturer narrative:
Additional information: additional information indicated that the original folding carton, direction for use (dfu), patient stickers, and patient ID card were received. The actual device was not returned. Additional information was provided via the patient implant card and the following fields were updated accordingly: section a2: date of birth: (B)(6) 1942. Section b3: date of event: (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.